Event description:
As reported by the legal brief, the patient underwent placement of an unspecified cordis vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to organ perforation and filter tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date in section b3 is the complaint awareness date. It was reported that a patient underwent placement of an unspecified cordis vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused organ perforation and filter tilt. The indication for the filter placement and pertinent medical records have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The IFU notes vessel damage such as intimal tears and perforation as a long-term and procedural complication related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Manufacturer narrative:
It was reported that a patient underwent placement of an unspecified cordis vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused organ perforation and filter tilt. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and tilt, approximately seventeen years and five months post implant. The patient also reported experiencing a blood clot post implant and anxiety after the blood clot. Approximately seventeen years and five months post implant a computerized tomography (CT) scan was performed, indication not provided. Two scan images were received for review and depict a cordis type filter in the images. A full radiology report was not provided. The indication for the filter placement and pertinent medical records have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The IFU notes vessel damage such as intimal tears and perforation as a long-term and procedural complication related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues and/or undisclosed comorbidities. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d6a (implant date).

Event description:
According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc) and tilting of the filter, becoming aware of these events about seventeen years and five months after the filter implantation. The patient further asserts to have suffered a blood clot post implant and experienced anxiety related to the filter. The patient also reports having to be on lifetime anticoagulant therapy. Per the additional information received for evaluation, approximately seventeen years and five months after the filter was implanted, the patient underwent a computerized tomography (CT) scan. Two (2) scan images were received for review; however, a radiological report was not provided.